Manufacturer narrative:
An inspection performed by a baxter technician noted that both side rail controls were locking out due to faulty cables. Per the baxter service manual the advanta 2 should be subject to an effective maintenance program. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The caregiver control cables, and the motor control board were replaced to resolve the reported event. Based on this information, no further action is required.

Event description:
It was reported that the head of the advanta bed started moving up with the head against the headboard without patient using the patient controls. There was no patient/user injury, symptom, or adverse event reported.